Event description:
It was reported that after rv lead replacement, when the new lead was connected to the device header the set screw would not tighten. The device was explanted and replaced.

Manufacturer narrative:
Product not returned. (B)(4).